Event description:
It was reported that customer experienced a continuous glucose monitoring error from sensor, with specific error not known. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, cgm error did not return after reset, and customer successfully started new sensor session with no further issues reported.